Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 418 mg/dl. Customer treated their blood glucose with an insulin pen. Troubleshooting found several air bubbles along the customer's tubing. The customer stated they did not store the insulin at room temperature. It was also found the customer had a bent cannula after removing their infusion set. The insulin pump also passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.